Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top case cracked and chipped by the front left and bottom corner. Top of case was misaligned due to physical impact. Motor not running error duplicated during occlusion test. The root cause of the reported issue was found to the customer's impact to the device. Actions taken to mitigate the reported issue: re-assemble and realigned main personal computer board. Power up and performed occlusion. Device passed all the functional test.

Event description:
It was reported that primary audible alarm post event occurred. No patient injury reported.